Event description:
During the surgical procedure the scrub tech and the surgeon had trouble loading and unloading the suture, device kept jamming, unaware of what color staple load was being used. No patient information provided, surgical procedure, and there was no patient harm. No device available to return.